Manufacturer narrative:
The scs system was not returned for analysis. Review of our manufacturing records found no anomalies. Based on the report and investigation performed, the issue appears to be the result of surgical complications and not device related.

Event description:
It was reported to nevro that a patient in (B)(6) experienced swelling and pain at the ipg site post implant. The patient was admitted to the hospital and was treated with IV antibiotics as a precautionary measure. The patient developed a fever and blood cultures were taken. The seroma was aspirated and the fluid was collected for cultures as well. Follow-up reports indicate the blood and fluid cultures were negative for infection, the patient is no longer in pain and has been discharged from the hospital.